Event description:
Per dealer foam ripping. The mattress dealer may need to contact the mattress distributor to discuss the details of why mattress is ripping (wear/tear/age of mattress etc.) All mattresses made and shipped from the manufacturer's location are manufactured to customers specifications, quality inspected and in good condition when shipped out.